Manufacturer narrative:
Device component code relates to device problem code for the reported event of fiber broke. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report 3005099803-2017-03366 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two accumax 365 laser fibers were opened for use in a procedure performed on (B)(6) 2017. According to the complainant, during preparation and outside the patient, the laser fiber broke when inserted into the scope. The procedure was completed with a different device. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.